Manufacturer narrative:
(B)(4). Unit received with missing segment due to cracked and bleeding lcd glass. Unable to perform displacement test, selftest, sleep current measurement and active current measurement due to cracked and bleeding lcd glass. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.